Event description:
It was reported that, patient has been having hip problems. He is in pain and since his surgery he has had five aspirations of joints/bursa performed. The most recent aspirations dated on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012. As per wife, the patient is experiencing redness at incision site. Patient has also had phlebitis at the right buttock. Patient had been scheduled for a revision surgery yesterday but it was cancelled due to other medical problems. Patient has also had a biopsy done on (B)(6) 2012. He will have his revision rescheduled.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.